Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced unresponsiveness. It was reported there was an unknown cassette test failure during an unknown process step with an amia automated pd set. The patient was not connected during the time of the event. The patient was unable to perform apd therapy for three days. It was reported the patient was without knowledge regarding manual pd therapy and had no access to home care services that could assist with manual exchanges. On the fourth day, the patient was assisted to perform therapy and the following day, the patient was found unresponsive by a family member. The cause of the event was not reported. The patient was hospitalized for six days. Treatment at the hospital consisted of pd therapy. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.